Manufacturer narrative:
(B)(4).

Event description:
The system had been implanted for over 3 years. The physician's common practice was to culture for infection. The culture was positive for micrococcus. The patient had no signs of infection. The system remained implanted. The patient's current status was reported as "no symptoms". Add'l info has been requested. A f/u report will be sent if add'l info becomes available.